Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage on the electronic and motor assembly. The insulin had cracked case above corners of display window. No constant tone noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 133 mg/dl. Wife stated the insulin pump was exposed to water. She stated there is fluid under the lcd screen and a constant tone after water exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.